Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter displayed the strip insertion icon when the test strip was inserted into the meter. This is a new meter (out of box) and the pt was unable to test his blood glucose. He had blurred vision and felt dizzy at the time of testing. He contacted his md for medical advice and was advised to contact lfs. Md did not treat the pt. Ccr was unable to resolve the issue and sent the patient a replacement meter. This is case is being reported as a malfunction, since the issue was not resolved.